Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of stage 4 colorectal cancer, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected with juvéderm® xc and 8 months later with skinvive¿ by juvéderm®. 2 months later, patient was diagnosed with stage 4 ¿colorectal cancer," deemed not device related. This record is for skinvive¿ by juvéderm®.